Manufacturer narrative:
The medical records indicate the patient was treated for infection and fistula formation. Fistula is listed as a possible adverse reaction in the instructions-for-use. In regards to infection, the warning section in the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Without a lot number a review of the manufacturing records could not be conducted. Based on the product and implant date the subject product is part of the composix kugel recall. As reported the recoil ring was noted to be broken at the time of removal. No sample has been provided to confirm this condition. At this time no conclusion can be made. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.

Event description:
The following is based on a review of medical records: (B)(6) 2005 - the patient underwent repair of recurrent incisional hernia with a bard/davol composix kugel mesh patch. On (B)(6) 2014 - patient went to the hospital with complaints of abdominal pain with shortness of breath and chest pain. Patient was admitted with community acquired bacterial pneumonia, wound infection/abscess and acute kidney injury. A CT scan of the abdomen showed fluid collection anterior to the previous mesh repair. Patient underwent an I&d procedure. On (B)(6) 2014 - patient went to the emergency room with complaints and abnormal drainage coming from his wound. On (B)(6) 2014 - the patient was diagnosed with infected abdominal wall mesh and suspected enterocutaneous fistula. The patient underwent ck patch excision and revision hernia repair with implant of a bard/davol graft. Of note the ring was distorted with associated mesh contracted and was also noted to be broken. On (B)(6) 2014 - follow up visit the patient continues to present with symptoms that are consistent with an enterocutaneous fistula. On (B)(6) 2014 - patient was admitted to the hospital with complaints of right sided chest pain and was diagnosed with bilateral lower extremity deep vein thrombosis. January 06, 2014 - patient went to the emergency room with complaints of drainage coming from his wound and was observed for 24 hours and then discharged home with wound vac and home health care.